Event description:
Patient called stating that the meter "doesn't read". Patient stated that the strip was inserted and sample was inserted and sample was applied correctly. No symptoms were reported. The issue was not resolved with troubleshooting.